Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the atrial fibrillation procedure, a pericardial effusion occurred. A pericardiocentesis was performed and the patient was taken to surgery. The physician advanced the brk needle across the septum and obtained access, followed by a wire. The physician then advanced the ablation catheter through the same puncture. The physician had some difficulty with advancing the agilis sheath across the septum and shortly thereafter a drop in the patient's blood pressure was observed. A pericardial effusion was suspected which was diagnosed using ice visualization. No ablations had been performed at that time. The physician believes the ablation catheter perforated the left atrial appendage. The perforation location was confirmed during surgical repair which was successful and the patient is recovering well. There were no alleged performance issues with any abbott device.